Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had small air bubbles. The customer's blood glucose was 350 mg/dl at the time of incident. The customer stated that the reservoir was in place when they rewind the insulin pump. The customer stated that the insulin was stored at room temperature. The reservoir will be returned for analysis.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Performed the pre-fill test, and the reservoir passed per inspection. No air bubbles were observed during analysis. Checked the o-rings/stopper groove for defects and none were found. No anomalies were found on the transfer guard. Evaluated two opened/used reservoirs and performed the pre-fill reservoir testing. The reservoirs passed per inspection and no air bubbles were observed during analysis. Checked the o-rings for defects and none were found. The reservoirs connected/locked in place properly.